Event description:
It was reported that a malfunction alarm occurred involving the pump. There was no reported impact on the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was sent.